Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac provided four possible causes: possible bad scope, loose maj-1941 cable, lamp hours are at max (500), clean the contact pins on the cv-190. Customer communicated tac, the cable was loose on the back of the unit. Once the cable was reseated, everything started to work fine. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited intermittent image. The event occurred during inspection for use. There were no reports of patient involvement.